Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the pulse generator exhibited intracardiac electrograms anomaly. The device was implanted. The patient would be monitored with regular follow-up.